Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a physician. Regarding the healthcare provider not being certain if there was also a pump issue, it was noted that the pump was visually examined and tested by an alternate physician in the operating room. The physician suggested contacting the surgeon for additional information; the name of surgeon was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a health care professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen (247.6 mcg/day dose at 1000 mcg/ml concentration) and morphine (0.4457 mg/day dose at 1.8 mg/ml concentration) via intrathecal drug delivery pump for intractable spasticity. A catheter event was reported; the catheter event had not been confirmed. The rep stated that he was getting ready for a revision case. Patient symptoms were asked but unknown. On (B)(6) 2017, the rep called stating that they replaced the pump (hcp was not certain if it was a pump issue too) and catheter pump connection piece and was sending in both devices to manufacturer for analysis. No further complications reported.

Manufacturer narrative:
Analysis of the catheter identified tearing/coring in the cup of the sutureless connector (sc) assembly. Leaking was observed from the sc connector during pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.